Manufacturer narrative:
Date of event has been estimated. Date of implant has been estimated. The device was not returned for analysis. A review of the lot history record and similar incident query of the reported lot could not be conducted because the part and lot number were not provided. It is possible that interaction with other devices, lesion and/or the anatomy resulted in the reported break; however, this could not be confirmed. The investigation determined a conclusive cause for the reported break cannot be determined. The reported patient effect of stenosis is listed in the supera peripheral stent system instructions for use as potential adverse effect of peripheral percutaneous intervention. Additionally, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The UDI is unknown because the part and lot number were not provided. Attachment: article titled, 'popliteal artery entrapment syndrome a rare cause of interwoven nitinol stent fracture after femoropopliteal interventions'.

Event description:
It was reported in a research article that approximatively 1 year ago, a supera stent (interwoven nitinol stent) was implanted for focal popliteal atherosclerotic stenosis in the left lower extremity at another vascular center. An angiogram 1 year later showed a fracture of the supera stent with high-grade restenosis. In the angiogram with maximal knee extension and dorsal extension of the foot, blood flow stopped completely, thus confirming the diagnosis of popliteal artery entrapment syndrome (paes). Surgical treatment was indicated after magnetic resonance imaging (MRI) which showed functional occlusion. The patient has now been free of claudication for more than 2 years. Details are listed in the attached article, "popliteal artery entrapment syndrome a rare cause of interwoven nitinol stent fracture after femoropopliteal interventions".